Event description:
Customer emailed saalt on 7/30/2020 to explain that they had chosen to seek medical attention to have their cup removed. Customer said that during prior removal attempts, the stem of their cup came off and they could not reach the cup for removal without the help of the stem. Saalt requested additional information about how the stem came off of the cup, how long the cup had been inserted before the customer attempted to remove it, what size and softness saalt cup the customer was using, the lot number on the bottom of the packaging, and asked what resources the customer utilized for removal before seeking medical attention. Saalt sent the customer a replacement cup, but never heard back from the customer regarding the questions that were asked about the medical visit and the stem breaking. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."